Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the stuck clip and torn clip introducer. It was reported that during device preparation, the mitraclip was unable to be inserted into the clip introducer as the gripper got stuck at the blue plastic. It was not possible to free the clip without damage of the blue plastic cover. The clip introducer became torn from the stuck clip. This device was not used in the patient. The procedure was done with another device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. The reported difficult to insert appears to be due to user technique/procedural circumstances. The torn material on the ci appears to be due to the reported difficult to insert/procedural circumstances as the ci got torn subsequent to getting stuck on the gripper. There is no indication of product quality issue with respect to manufacture, design or labeling.